Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed in the cartridge. The customer resumes insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.